Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) (B) (4) alleging that her one touch ultra meter powered off during use. The customer service rep (csr) documented that the pt apparently saw the battery indicator but did not know its meaning. The medical surveillance specialist (mss) classified the complaint based on the csr documentation. The pt provided the following info: the pt continued to take her usual diabetes medications, metformin 1000 mg, gliclazide mr 120 mg, and januvia 100 mg. She became shaky on (B) (6) 2010, which was 2 days after the power issue started. She treated herself with food and/or drink on (B) (6) 2010 at 3:00 pm. The csr documented that the pt did not have a replacement battery. The pt's product was replaced. This complaint is reported because the pt alleges that the lfs meter powers off during use. She claims she became shaky after the product issue started and treated herself with food and/or drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.